Event description:
This 64-year-old female underwent bilateral subcutaneous mastectomies and staged reconstructions with bilateral subcutaneous silicone implants in 1973. She has developed progressive bilateral capsular contractures with chest wall pain and pain in the axillary regions related to the contractures. On 12/1/94, the pt underwent bilateral total capsulectomies, bilateral removal of implants, and placement of bilateral submuscular tissue expanders for staged breast reconstruction.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.